Event description:
It was reported the patient was ¿hurting¿ and she knows "things are not working." The ¿pain thing¿ that is supposed to give her an extra boost has not ever worked since surgery. The patient was unsure if there was any drug in the pump. The last refill was when she had the pump put in (B)(6) 2013. The patient has a torn rotator cuff with three tears. The patient was trying to get into a pain clinic. The physician will not operate on patient¿s arm until the patient sees a pain physician. The patient was seeking a physician to manage her care. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, product type programmer, patient. (B)(4).